Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "had this procedure on my right knee done in (B)(6) 2023 after much research. Biggest mistake I ever made. Equal or more pain than the 70 year old knee it replaced. Still going to pt and started going to a pain management doctor 2 weeks ago to get relief so I can sleep. Canceled the scheduled procedure in my left knee."